Event description:
It was reported the system had an intermittent communication failed error messages. This error results in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was replaced during the service call. The system was then found to be operating as intended and put back into service.